Manufacturer narrative:
The device return availability and detailed product information were not provided. A good faith effort attempts was made to try and retrieve the missing information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion occurred when trying to dilate the interatrial septum. The location could not be confirmed but it was close to the transeptal site. Due to this, the procedure was aborted and a pericardiocentesis was performed. The patient was admitted to the intensive unit for overnight watch and is fully expected to recover.